Manufacturer narrative:
(B)(4).

Event description:
One (B)(6) female patient with deep brain stimulation (dbs) for parkinson's disease experienced transient hallucination related to the implant surgery. The hallucinations developed after surgery and completely resolved in three days without any intervention. Please note that due to the additional information received, only event 1 (hallucinations) will continue to be reported under this manufacturing report number; going forward, the remaining previously reported event will now be reported under manufacturing report # 3004209178-2016-05627.

Manufacturer narrative:
(B)(6). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant products: product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 7428, product type: implantable neurostimulator. Product ID: 3389, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
Jiang, l.l., liu, j.l., fu, x.l., xian, w.b., gu, j., liu, y.m., ye, j., chen, j., qian, h., xu, s.h., pei, z., chen, l. Long-term efficacy of subthalamic nucleus deep brain stimulation in parkinson's disease: a 5-year follow-up study in china. Chinese medical journal. 2015;128(18):2433-2438. Doi: 10.4103/0366-6999.164925. Summary: subthalamic nucleus deep brain stimulation (stn dbs) is effective against advanced parkinson's disease (pd), allowing dramatic improvement of parkinsonism, in addition to a significant reduction in medication. Here we aimed to investigate the long-term effect of stn dbs in chinese pd patients, which has not been thoroughly studied in china. Reported events: 1 patient with deep brain stimulation (dbs) for parkinson's disease experienced transient hallucination related to the implant surgery. The issue resolved completely. One patient with dbs for parkinson's disease underwent a 3.0-tesla MRI scan one year after surgery, despite prior warning by the neurologists, resulting in cognitive impairment, gait disturbance, and oculomotor defect. The source literature included the following device specifics: lead model 3389 and implantable neurostimulator kinetra model 7428 further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.